Manufacturer narrative:
Hpc# 11230, sterimate# 202308. W2e reg ,needle valve, hp flow cntrl clogged no water flow due to a blockade in the hand piece cable corroded pin on the sterimate. Peeling foot pedal pad. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. Note: no aux cable received for evaluation and not included in the estimate.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron plus g136 they allege that they have low water flow and the handpiece over heats, no injury resulted.